Manufacturer narrative:
Additional information was added to d9, h3 and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the vent filter was detached from the spike and was received loose in the zip lock bag that contained the device. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a sterile repeater pump tube set was leaking from the vent. The leak was discovered in the dispensing room before treatment. There was no patient involvement. No additional information is available.